Event description:
A customer reported to beckman coulter, inc. (Bec) that there was a leak at valve v12a on unicel dxc 600i synchron access clinical system. There was no exposure to uncovered wounds or mucous membranes. No injury was reported. Msds was not reviewed, but the facility has an exposure control plan. The operator did not seek medical attention and there was no effect to patient or user.

Manufacturer narrative:
On (B)(4) 2011, bec field service engineer (fse) performed service on the instrument. The fse replaced valve v12, and verified repair per established procedures. As of (B)(4) 2011, the customer had not contacted bec with requests for further assistance on this issue. (B)(4).